Manufacturer narrative:
Product analysis the full lead was returned, analyzed, and no anomalies were found. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The overlay tubing of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had noise, elevated sensing integrity counter (sic) counts, and non-s ustained ventricular tachycardia episodes. The lead was explanted and replaced. No patient complications have been reported as a result of this event.